Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 135mg/dl. The customer stated that she went to bed with her blood glucose under control. She got up in the morning and the blood glucose meter read high. The customer enters the blood glucose into the insulin pump as 600 and she gave 10 units of insulin. The customer stated when she changed the infusion set she noticed a white pus coming from the site. The customer fell asleep and when she tried to walk she fainted. The paramedics were called and the customer was taken to the hospital. The customer was diagnosed with an infection on the site and urinary tract infection. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.